Event description:
It was reported that the patient had redness and drainage at the pocket site; cultures were negative. The patient was treated with antibiotics and the lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: d334trm implantable cardioverter defibrillator, implanted: (B)(6) 2013; 5076-52 implantable pacing lead, implanted: (B)(6) 2013; 6935m62 implantable tachycardia lead, implanted: (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.